Event description:
Large right anterior cerebral artery aneurysm. The procedure itself was uneventful and was discharged on the first postoperative day. The pt was doing extremely well until the twelfth postoperative day, at which point suffered an acute infarct in the right anterior cerebral artery distribution. While the cause of the infarct was not definitive, the presumptive cause was the thrombosis of the stent. Of note, the pt was pretreated with plavix and continued on plavix postoperatively, as per the protocol. The procedure was performed with general anesthesia. The right femoral artery was punctured. A 4-french jb-2 catheter was placed into the right common carotid artery for study of the carotid bifurcation and the intracranial circulation. A still glide exchange guidewire was placed into the right internal carotid artery. The pt was heparinized at this point and heparinization maintained through the remainder of the case.